Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer was observing that m-12 error was occurring on the generator. The customer made sure the pedals on the bottom drawer were separated, but error m-12 returned when the generator was turned back on. The customer was currently using the third party electrical surgical unit and activation cable for the surgical procedure, since the generator was not working. The customer was not observing the normal icons illuminated. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the involved da vinci product for failure analysis. The generator unit was analyzed, and the reported m-12 error was confirmed through system logs, which indicated generator error 25913 related to the customer-reported event. Visual inspection revealed no physical damage or abnormalities related to the issue. When tested on the system, the generator unit energized all ports and instruments during cauterization as expected. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the m-12 error was initially suspected to be a malfunction of the generator unit. However, further investigation by the fse determined that the actual cause was a faulty set of spare foot pedals. Failure analysis investigations confirmed that the generator unit functioned as expected, indicating that the issue was isolated to the defective foot pedal.

Event description:
Refer to h11 for follow-up information.